Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The load cell verification passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The load cell verification passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: based on the information available, the liberty select cycler can continue to be disassociated from the event; as there remains no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)], for renal replacement therapy (rrt) was hospitalized for fluid retention (reportedly unrelated to pd therapy). The peritoneal dialysis registered nurse (pdrn) reported the patient continued to perform pd therapy while hospitalized. The patient reportedly is recovering from the event, and continues to perform ccpd therapy. Additional information was solicited.